Manufacturer narrative:
The event site telephone is (B)(6). Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 8th september, 2023 getinge became aware of an issue with one of surgical lights ¿ powerled. It was stated the drifting of the device occurred, it was established that the issue is no risk related. Further information provided by getinge employee on 15th september 2023 indicated the hospital have used the drifting light and parts have come off during an operation. Based on photographic evidence the dust cover was the part that fell. There was no injury reported, however, we decided to report the issue in abundance of caution as this event could lead to serious injury.

Manufacturer narrative:
On 8th september, 2023 getinge became aware of an issue with one of surgical lights ¿ powerled. It was stated the drifting of the device occurred, it was established that the issue is not risk related. Further information provided by getinge employee on 15th september 2023 indicated that parts have come off during an operation. Based on photographic evidence the dust cover was the part that fell. There was no injury reported, however, we decided to report the issue in abundance of caution as this event could lead to serious injury. Defective parts were replaced and the device was released for use. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, due to dust cover missing, and in this way the device contributed to the event. According to the information gathered, the issue was discovered during a surgical intervention. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, there was no event - registered for the issue of missing cover on powerled and hled surgical lights - which led to the serious injury. Comparing the number of claimed devices to the number of sold devices worldwide, we can conclude that the failure ratio is low for missing covers. A root cause analysis was performed by subject matter experts, and it was established that the dust cover was probably missing due to non-conformity of the metal covers assembly, degradation of the metal covers or improper use (collision with another device). Maquet sas analysis shows that the metal strip comes out of the covers when it is not clipped properly. Manufacturer initiated also a modification file (e131106) to include this dust cover fitting procedure in the technical documentations with all spring arms. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of d4 catalog # field deems required. This is based on the internal evaluation. Previous d4 catalog # ard568422010c. Corrected d4 catalog # ard568350932/ard568350933.

Event description:
Manufacturer's reference number (B)(4).